Event description:
It was reported that the right atrial (ra) lead triggered a warning due to impedance. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-65 lead implanted: 2014 (B)(6). (B)(4).